Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of and treatment for the event was not reported. The patient was hospitalized the same day as the onset. At the time of this report, patient has not recovered from peritonitis. Physioneal and extraneal therapies were ongoing. No additional information was available.